Event description:
The customer reported a no delivery alarm and high blood glucose. The blood glucose level was 440 mg/dl. The patient treated with an injection. During a manual prime test, the insulin did not exit and the device alarmed no delivery. The patient was advised to rewind the insulin pump and reinsert the reservoir and run a second manual prime test. Insulin exited. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.